Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information indicated that surgical intervention was undertaken wherein the lead was explanted and replaced. Effective therapy restored.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that patient experienced ineffective stimulation and was not receiving full therapy on left side of the body. Lead diagnostics showed the left dbs lead had 3 open contacts (1, 2abc and 3 abc). No falls, accidents, or trauma were reported. Surgical intervention may be undertaken to address this issue.